Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07406 it was reported the patient experienced a headache following an explant surgery (reference MFR report #: 1627487-2015-00043 and 1627487-2015-00044) on (B)(6) 2015. The patient was admitted to the hospital. Follow-up revealed the headache had resolved over time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).